Event description:
It was reported that the user heard a bang and saw a flash near the monitor suspension arm. The user reportedly thought that he felt a tingling sensation in his hand. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.